Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd venflon¿ pro safety IV catheters leaked. The following information was provided by the initial reporter: "- in two separate cases, during the injection of the contrast medium (2, 2.5 ml / sec) the injected liquid leaked from the valve - lot: 1203983".

Manufacturer narrative:
H.6. Investigation: one photo and 27 representative samples were received by our quality team for evaluation. The returned photo shows a shelf carton with batch 1203983 of catalog 393224. The samples were subjected to visual inspection, injection leak testing, and catheter adapter leak testing. All samples passed the acceptance criteria, no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that 2 bd venflon¿ pro safety IV catheters leaked. The following information was provided by the initial reporter: "in two separate cases, during the injection of the contrast medium (2, 2.5 ml / sec) the injected liquid leaked from the valve - lot: 1203983."